Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 crt-d; 6947m62 lead implanted (B)(6) 2013. Bfxc2816165 stent graft; ilxc1824135 stent graft; ilxc161685 stent graft; ilxc1616115 stent graft implanted (B)(6) 2007. Etlw1616c124e stent graft; etlw1613c93e stent graft; etlw1613c124e stent graft implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced hiccups and phrenic nerve stimulation from the left ventricular (lv) lead. The lead was attempted to be reprogrammed with acceptable capture thresholds and without exhibiting phrenic nerve stimulation to no avail. The lead was revised. It was noted that during revision the lead fell out of the lateral branch of the coronary sinus. Then the lead was successfully placed in a higher bifurcation of the lateral branch of the coronary sinus. Three days later, it was reported that the patient continued to experience phrenic nerve stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.